Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for a rare infection and was now on outpatient incenter hemodialysis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and nausea. As a result, the patient went to hospital and was admitted on (B)(6) 2023. Per the nurse, while hospitalized the patient had a pd culture obtained which grew the bacteria rhizobium radiobacter (consistent with a diagnosis of peritonitis). The patient was treated with intravenous antibiotic therapy with vancomycin (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2023, the patient was discharged from the hospital recovering from the peritonitis event. The nurse confirmed the patient is continuing hemodialysis on an outpatient basis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is a gardener and that this bacterium is found in the soil of plants/flowers. The nurse indicated that it is highly suspected that the patient¿s peritonitis was due to a breach in aseptic technique/poor hand hygiene.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.   Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the bacterium rhizobium radiobacter which is found in the soil of various plants. It was reported by the patient¿s pd nurse that the patient is a gardener. Therefore, based on the reported information, the patient¿s peritonitis was likely due to a breach in aseptic technique/poor hand hygiene, as also reported by the pd nurse.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had been hospitalized for a rare infection and was now on outpatient incenter hemodialysis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and nausea. As a result, the patient went to hospital and was admitted on (B)(6) 2023. Per the nurse, while hospitalized the patient had a pd culture obtained which grew the bacteria rhizobium radiobacter (consistent with a diagnosis of peritonitis). The patient was treated with intravenous antibiotic therapy with vancomycin (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2023, the patient was discharged from the hospital recovering from the peritonitis event. The nurse confirmed the patient is continuing hemodialysis on an outpatient basis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is a gardener and that this bacterium is found in the soil of plants/flowers. The nurse indicated that it is highly suspected that the patient¿s peritonitis was due to a breach in aseptic technique/poor hand hygiene.